Event description:
New information notes high output atrial, auto capture measurements since (B)(6) 2019. There was no lead issue. The device couldn¿t tell the difference between p-wave and far field r on the channel. Atrial cap was turned off.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a cap was set at high output. No afib, appears to be a paced depolarization integral value that doesn¿t allow capture to be confirmed. Patient will present to the clinic for evaluation. Device remains implanted. Patient is stable.